Event description:
Follow-up information received indicates no further complaints have been received from the patient post surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated to a higher position. Reportedly, effective therapy was restored post operatively.